Event description:
A malfunction alarm with the code malf 12 was reported. There was no reported adverse impact to the customer's blood glucose level. Though the issue was not previously reported by the customer, it occurred multiple times on the pump, prompting tandem technical support to decide on replacing the pump. The customer was instructed to place the pump in storage mode and return it using a pre-paid label. The existing pump was still in use as backup therapy, and the customer was confirmed to know the return procedures.